Event description:
It was reported that during a procedure at the user facility the loaner core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure at the user facility, the loaner core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly, and visual inspection. Through visual inspection, the components were confirmed to be corroded and the bearings brinelled. The device was repaired and placed back into stryker stock.